Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer stated that his blood glucose was 351 and 395 mg/dl and he bolused for dinner but then it went over 400 mg/dl. Blood glucose the day of the call was 361, 367 and 397 mg/dl. The customer was neither in the emergency room nor admitted to the hospital. The customer stated during troubleshooting that the drive support cap is recessed, the tubing had no air bubbles, no insulin leak was found and insulin was not expired. Insulin did exit the tubing with manual prime and the settings were correct. The customer was unable to remove the set to check the cannula. The high pressure test was not performed. The customer called back later and reported his blood glucose level went up to 567 mg/dl. He was advised to change the entire set, reservoir and insulin. The customer stated he would contact his doctor and treat with manual injection. The insulin pump was not replaced or returned for analysis.